Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to moisture damage on the keypad trace. No button error alarm noted. The insulin pump has cracked battery tube threads, minor scratched lcd window and cracked case at the display window corner.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 7.8mmol/l. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.